Event description:
Repeated history of machine failing self test on startup. This failure prevented institution of continuous renal replacement therapy on this pt. This device had been purchased for approx 6 mos with repeated failures & attempts by cobe to correct problems. New machine provided on 2/98 showed none of the above problems.